Event description:
It was reported that a chesapeake anterior lumbar awl was bent outside the operating room. There was no associated procedure with this event, therefore, no adverse consequences to any patients were seen.

Manufacturer narrative:
The device was visually inspected and tip deformation was confirmed. The edge of the tip remains sharp despite the deformation, consistent with force being applied perpendicular to the device while it is not fully seated. Complaint history records were reviewed for this catalog number, no adverse trends were identified. A conclusive root cause cannot be established. Plausible contributing factors include the use of excessive force during bone preparation and material weakening over time from continuous use of the device.

Event description:
It was reported that a chesapeake anterior lumbar awl was bent outside the or. There was no associated procedure with this event, therefore, no adverse consequences to any patients were seen.